Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 180mg/dl. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 05/16/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called complaining his meter is not reading accurately, as he has run back-to-back blood tests everyday with the system and has received very erratic readings such as 400 mg/dl and immediately afterwards received a reading of 130 mg/dl. Customer became very nervous and anxious due to these erratic results and was worried he had injected himself with too much insulin. Customer went to his local hospital and they tested his blood glucose levels with their device and read a reading of 170 mg/dl. The hospital did not provide patient with any medicine or new prescriptions due to hospital visit. Doctor at hospital instructed customer he is fine and to just go home and speak with his primary physician about his meter reading inaccurately. Customer was unable to provide exact times of results, but states the back-to-back readings of 400 mg/dl and 130 mg/dl were within a few seconds of each other. Verified customer is asymptomatic at this time.